Event description:
It was reported by service report that the pt right head rail and foot left and right side rails are not locking in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Tight siderail unable to lock in the up position.